Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
An auto-off alarm was noted in the customer's pump data by tandem technical support. Multiple attempts were made to follow up with the customer regarding the alarm; however, the customer did not respond.